Event description:
This device was returned for preventative maintenance. During initial inspection the device was unable to turn on due to a defective main battery. Customer did not allege product malfunction or defect so complaint call script does not need to be answered. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(6). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a defective battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.